Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus involved with this complaint; however, failure analysis has not completed their investigation. .

Event description:
It was reported that the 30-degree endoscope plus was showing images upside down and not spinning correctly. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter via email and obtained the following information: the endoscope was not used on the patient. The customer found the issue before the case and used another endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The attached endoscope adapter (aea) did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.